Event description:
A customer contacted beckman coulter inc (bci), regarding an erroneously low prostate specific antigen (psa) result generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for psa and a result of 0.01 ng/ml was obtained. The original sample was re-retested and repeated result was 5.21 ng/ml. No reports of death, injury, or changed to pt treatment have been reported in connection with this event.

Manufacturer narrative:
Qc performed before the erroneous result was out of specifications and passed upon repeat. Customer also noted imprecision with psa qc. Pt psa samples were repeated back to the last acceptable qc and the only erroneous result was for one pt. The customer is not questioning any other results at this time. The last system check performed on (B) (4) 2008 passed. No flags or errors were posted to the event log. Per customer, the sample was collected and centrifuged per the tube manufacturer's recommendations. A field service engineer (fse) was dispatched. The fse conducted a 100 repetition wet/dry test, which failed with one flier. The fse replaced the transducer and performed all pipettor alignments. The fse performed hardware verification testing with good results. Although fse addressed hardware issues, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).